Manufacturer narrative:
Initial reporter complete facility name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during ureteral stent placement, there was a jam with the guidewire. Upon external inspection, it was found that the coating of the guidewire had peeled off and it was unusable. It was replaced with a new guidewire.